Event description:
Customer reported he was hospitalized for low blood glucose. Customer stated it was connected to his body while manual priming. Troubleshooting was performed and the insulin pump appeared to be operating normally.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.